Event description:
It was reported to philips that the ac and battery indicator was not working. There was no report of patient involvement.

Manufacturer narrative:
The customer worked with the technical support representative. The front panel needs to be reseated. Upon conclusion of the evaluation, it was determined that the front panel needs to be reseated. It was reseated . The device now passed testing and was put back into service.